Manufacturer narrative:
Concomitant medical product: unknown competitor lead, implanted: unknown.

Event description:
It was reported that the patient experienced pain at the pocket, pocket adhesion with risk of implantable cardioverter defibrillator (ICD)&#344;teriorisation was indicated. Additional evaluation revealed ICD migration. The ICD was re-positioned to the left submuscular and remains in use. Additional information received indicated primary diagnosis as pocket erosion. No patient complications have been reported as a result of this event. The patient is a participant in the wrap-it clinical study.

Event description:
It was further reported that there was no local sign of infection. Patient did not have a fever and blood and urine cultures were negative. It was noted that c-reactive protein values were increased. The patient received intravenous antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.